Event description:
It was reported that vessel rupture occurred. Following pre-dilation with a 2.00mm x 15mm apex balloon catheter, the physician advanced and deployed a 4.0 non-bsc stent into an unspecified target vessel. Subsequently, vascular rupture occurred. The rupture was treated with the deployment of another stent. No further patient complications were reported. The patient was stable and was discharged.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).